Event description:
It is reported that the pt was revised for unk reasons.

Manufacturer narrative:
Info was rec'd via medwatch mw5039015. This report will be amended when out investigation is complete.